Event description:
Health professional reported pain and lap-band slipped.

Manufacturer narrative:
Medwatch sent to FDA on: 28/oct/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage and pain are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. The lab noted breakage with striations to the shell/ring of the band, likely caused during surgery to facilitate removal of the device. Missing material from the buckle of the band was noted. In addition, the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may also have been made to facilitate removal of the device. There was no leakage found in the shell and the lap-band. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. More serious slippages may require band repositioning or removal." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain."